Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting an error 1 message and that the serial number was rubbed off/not legible. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged error 1 message began prompting at 2 a.m. On (B)(6) 2012 and that she discovered the serial number was not legible while on the call with the customer care advocate (cca). The patient stated that she had woken up feeling "confused and very warm" which she associated with a low blood sugar. When she attempted to test her blood glucose she discovered the alleged error 1 message. The patient claimed that she treated herself with glucose tablets (unknown amount) and a snack. The patient could not recall how long it took for the treatment to abate the symptoms, but stated "a little while later" she felt better. The patient mentioned that she was unable to test her bg at the onset of symptoms, but was able to test and allegedly obtained a "low glucose result" a couple hours after the alleged issue/symptoms started. The patient informed the mss that she had skipped dinner the night before, due to having a later lunch, which could have contributed to the alleged "low blood glucose" level. The patient reportedly manages her diabetes with insulin pump therapy (novolog basal rate of 0.4-0.5 units). The patient informed the mss that she tests her blood glucose 3 times a day (more if she feels low/high) and that her normal results are between 110-150 mg/dl. At the time of troubleshooting the cca documented that the subject meter had been used by the patient for 5 years. During troubleshooting the patient discovered that the alleged serial number was worn off when the cca asked the patient to provide it. The alleged issues remained unresolved at the time of troubleshooting. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs's criteria of a serious injury and there was no evidence of a decline in the patient after self treatment was provided. Although the serial number being worn off/not legible did not infringe on the patient's ability to test her blood glucose, the error 1 message did. Since the error 1 message was not resolved with troubleshooting the complaint is being submitted as a malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.